Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended after activation. The pod was leaking insulin and the patient had pain at the site. The pod was worn between 36 and 48 hours before it was removed.